Event description:
It was reported that when the patient was in recovery post implant, measured date revelaed >2000 ohms atrial lead impedance and loss of sensing. Under fluoroscopy, the lead appeared to have pulled back from the connector header. The pocket was reopened and a new pulse generator was implanted. The physician checked the connection. The physician knew he had checked the original implant connection and therefore suspected a problem with the pulse generator connector.